Event description:
It was reported that an ilet user experienced erratic glycemic control with lows and highs, including a low blood glucose of 30 mg/dl, and high blood glucose reported at 275 mg/dl. A discrepancy existed between the pump-displayed glucose and a fingerstick value; the user manually entered a blood glucose value during the call, and education was provided on treating hypoglycemia with smaller, spaced portions of oral glucose. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included transient low glucose requiring self-treatment with oral glucose. Investigation included case documentation of continuous glucose monitor (cgm) accuracy and troubleshooting with user education. Investigation of this case revealed user behavior consistent with overtreatment of hypoglycemia contributing to rebound hyperglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.

Manufacturer narrative:
Initial.